Manufacturer narrative:
A service engineer evaluated the iabp unit and was able to find while in maintenance mode detection, that the bimba purge failed. The service engineer checked k3, k5, k4, safety disk, valve drive board indicator lights were all normal, finally he realized that the valve drive board failed and k4 could not be opened. The service engineer replaced the solenoid drive board, the fault was resolved. Subsequently, all functional and safety checks were performed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that on (B)(6), the power on was normal during self-check but during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure, while the balloon counter pulsation was installed. The engineer had repeatedly checked that valve opening and closing were normal and the balloon simulation can work normally. The issue reappeared on (B)(6) 2021 during use on a patient. During the two incidents, there was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g3, g4, g7, h2, h6 (investigation type), h10, h11. Corrected fields: d1, d4(model#, catalog# & UDI#), g1(contact person), h4.